Event description:
It was reported that a smiths medical pump alarmed "cassette not attached properly."

Manufacturer narrative:
Additional information received via email and attached on (B)(6) 2021: event occurred during testing. Event detail updated below to reflect that no medical intervention required. Event problem and evaluation codes: updated after device evaluation device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing, scratches on lcd lens screen. The customer stated problem was duplicated. A cassette not attached properly error alarm was found during the functional tests. Problem was found in the event history log multiple times. Defective dso (downstream occlusion sensor), nonreactive, was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.